Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 477 mg/dl with unspecified ketones, nausea and vomiting associated with a prime issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the patient was only priming their tubing 0.6 units and was also pressing ok on the fill prime and did not manually change the amount. Reportedly, the pump was not priming the tubing during the load step. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the last basal delivery was (B)(6) 2016 at 09:08 am; the date of the complaint had been overwritten due to continued use of the device. The total daily doses added up correctly and reflected the programmed basal rate target. The ez-prime steps were performed correctly with no issues during the ¿fill-cannula¿ step. The pump reflected 24 units after a 24 hour on 1u/hr duration test. There were no errors, alarms or warnings during the investigation. The product delivered within specification; the original complaint could not be duplicated or confirmed. The pump¿s cover was removed and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.